Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the right ventricular (rv) lead pacing impedance measurements were low and out of range and the pacing thresholds were not acceptable. A possible lead insulation issue was suspected. During the revision the patient had an occlusion thus the system was abandoned, a new system was implanted on the opposite side. No adverse patient effects were reported.